Event description:
It was reported, the patient went to the emergency room (ER) complaining of increased pain that started on the day of report. The patient felt as though his pump was not working. The pump was used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8782, serial# (b)(64, implanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).